Event description:
Caller states the pt tested 2.2 inr on the coaguchek system and 1.3 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.